Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified unspecified vessel. A non-bsc guide catheter was advanced. A 24 x 3.50 promus premier¿ stent delivery system (sds) was selected however, the device was unable to pass through the guide catheter. It was suspected that both edges of the devices came into contact. The physician pushed the device a little to resolve the issue. When the stent delivery system (sds) was removed, it was noted that the distal edge of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. The stent struts on the distal portion of the stent were deformed, stretched and lifted upwards from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage and stretching to the inner wire lumen distal to the bi-component bond. The bumper tip of the device showed signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified unspecified vessel. A non-bsc guide catheter was advanced. A 24 x 3.50 promus premier stent delivery system (sds) was selected however, the device was unable to pass through the guide catheter. It was suspected that both edges of the devices came into contact. The physician pushed the device a little to resolve the issue. When the stent delivery system (sds) was removed, it was noted that the distal edge of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).